Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This event was forwarded by (B)(6) from (B)(6). No product details are available.

Event description:
The tip of an anchor introducer had broken off at time of surgery on (B)(6) 2015. This was not recognised until clinic visit (B)(6) 2016. On (B)(6) 2015. Underwent arthroscopic shoulder stabilisation surgery. This uses anchors which are inserted into holes drilled into bone. It was recognised at the time that one of the anchors was difficult to insert into the hole that had been drilled. This can happen but I (surgeon) did not realise a component of the metal introducer had broken off and detached from the anchor. On (B)(6) 2016 attended clinic complaining of 1 week history of deep seated pain in shoulder. Little to explain on examination. Organised MRI scan. On (B)(6) seen in clinic with results of MRI. This showed appearance of metal object in shoulder. This was unexpected. X-ray confirmed presence of 1x3mm metalic looking object. Explained to patient. Planned early attempt to remove but he was then asymptomatic and was not available until after summer. Apology not documented. After clinic I (surgeon) reconsidered and felt that I (surgeon) should contact patient to advise earlier removal and complete datix. On (B)(6) telephoned patient. Explained my advice to attempt removal sooner than had been planned. He said he had some more pain and would come earlier. Apologised formally saying sorry. Discussed with waiting list and planning arthroscopic removal (B)(6) 2016. Apology documented in notes.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for an evaluation. However, it was reported that this issue was due to a technique error. It is possible excess pressure was applied while inserting the anchor. Patient's bone quality is unknown. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from orthopedic consultant on 10-27-2016: the product code is 212725, lot number: 3750977. Re-surgery was conducted on (B)(6) 2016 and the visible parts of the broken anchor were removed. The patient is fine at present. He needed a second arthroscopy to remove the foreign body but no obvious complications from either surgeries and the stabilization procedure does appear to be working. The broken piece of inserter is not available to be returned to mitek for evaluation; a scope photo from the re-surgery was attached to the email. The orthopedic specialist stated this did arise in part as the result of a technical error on my part.